Event description:
It was reported that there was a tear in the blue wrapper around the catheter in the tray.

Manufacturer narrative:
The reported event was inconclusive due to a poor sample. An eggshell white bardex temperature sensing catheter with a molex connector was returned attached to a meter bag with a statlock. The product appeared to be unused; however as no outer packaging or inner blue sleeve was returned, the reported event cannot be confirmed. A potential root cause for this failure could be "defective component resulting from manufacture/processing". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized." The user guide currently contains instruction that would assist in preventing potential user related causes of reported issue." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a tear in the blue wrapper around the catheter in the tray.

Manufacturer narrative:
The reported event was inconclusive due to a poor sample and wrong sample. An eggshell white bardex temperature sensing catheter with a molex connector was returned attached to a meter bag with a statlock. The product appeared to be unused; however the reported event can not be confirmed as no outer packaging or inner blue sleeve was returned. Also the reported event is against the catheter in a303316a which has the same catheter subassembly as 0165si16, which differs from the returned 129416m catheter. As the wrong sample was returned and no packaging was returned. The reported event cannot be confirmed. A potential root cause for this failure could be "defective component resulting from manufacture/processing". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized." The user guide currently contains instruction that would assist in preventing potential user related causes of reported issue."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was a tear in the blue wrapper around the catheter in the tray.